Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the low powered right ventricular (rv) lead placed in the left bundle branch (lbb) exhibited undefined high pacing impedance and the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed. The following day, the physician opened the device pocket to find that the rv lead was not seated in the device header and ¿completely came out of the header¿ when the device was removed from the pocket. The rv lead was tested with an analyzer, had normal values, and was re-connected to the device.it was then noticed that since the physician had removed the device from the pocket, the right atrial (ra) lead slack had been pulled. The ra lead was then disconnected from the device, slack was added back to the lead, and parameters tested on the analyzer were normal. However, when attempting to re-connect the ra lead back into the header, the physician was unable to engage the setscrew. The physician attempted a new setscrew which was able to connect the ra lead, but before putting the new setscrew into the ra lead port, the physician had pulled the grommet out of the device header. Due to the grommet being pulled off, the ra lead exhibited noise. A new device was implanted, and all lead parameters were within expected ranges. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.